Manufacturer narrative:
Patient information: no further patient information was provided. (B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
During a literature review an article was obtained indicating a middle aged female patient had consistently elevated architect stat troponin-I results. The results ranged from 0.20 to 0.46 ug/l. Two of the samples were retested on multiple assays generating negative results. The article further indicates additional troubleshooting of the sample found the presence of heterophilic antibodies. Due to the elevated architect results the patient had a cardiac catheterization. No further impact was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing, and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect stat troponin-I assay. Accuracy testing was completed using a retained kit of a representative reagent lot. Acceptance criteria was met which indicates acceptable product performance. Manufacturing documentation for the assay was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently address the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified. Date rec¿d by MFR was updated to literature, since the source of this issue was a literature article.